Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic broke when implanting in the eye. The lens was removed and replaced with a back-up lens. Reportedly, the incision had to be enlarged, however, the reason for enlarging the incision was not provided. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.